Manufacturer narrative:
Please note that this complaint was submitted to the FDA by the user facility on a mandatory and voluntary report form with the following reference number: (B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the physician noticed that the tip of an indigo system aspiration catheter 6 (cat6) was pinched prior to insertion into the sheath. The damage to the cat6 was found prior to use and, therefore, it was not used in the procedure. The exact event date is unknown.

Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by the company sales representative on 02/01/2019: ''other'' reason for non-evaluation. Method code 1 .

Event description:
During preparation for a thrombectomy procedure, the physician noticed that the tip of an indigo system aspiration catheter 6 (cat6) was pinched prior to insertion into the sheath. The damage to the cat6 was found prior to use and, therefore, it was not used in the procedure. The procedure was completed using a new cat6.